Event description:
Elevated blood glucose [blood glucose increased]. Case description: a pharmacist reported that a patient, who is using an innovo insulin delivery device due to diabetes mellitus, developed elevated blood glucose levels and was hospitalized. It is reported that the display has spots and the push button does not lock.